Event description:
Per provider, the gear clamp is loose.

Manufacturer narrative:
Per the repair statement, this unit is alarming and shutting down. The gear clamp for the 4 way manifold was loose, and the tie wraps for the product tank and pe valve were loose.